Event description:
Information received by medtronic indicated that the insulin button was unresponsive. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.